Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/19/2019. International UDI #(B)(4). The manufacture's technician evaluated the device and confirmed the reported issue. The reported issue was repaired by replacing part numbers. Customer replaced pm pcb and cpu have been replaced. Root cause: the customer complaint of damaged display not working was confirmed. Failure was due to damage to both lcd assembly and touch screen assembly.

Event description:
The customer reported that the unit fell and does not work. There was no patient involvement reported.